Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter, a product mandrel and a balloon protector. The balloon was tightly folded with blood in the hub. Microscopic and tactile inspection revealed a shaft fracture 28cm from the strain relief, and numerous kink in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 1.50mmx15mm emerge¿ balloon catheter was advanced for dilation. However, during the procedure, it was noted that the shaft was fractured outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 1.50mmx15mm emerge¿ balloon catheter was advanced for dilation. However, during the procedure, it was noted that the shaft was fractured outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.